Event description:
End user claims that chair will sometimes slow down while driving and then return to full speed. No report of injury.

Manufacturer narrative:
(B)(4) model m51psemired, serial number/date (B)(4) is approximately 5 months old. The owner's manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this event, however, no further information was provided. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.